Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. It was reported to intuvie that during routine preventive maintenance (pm) testing the device failed the 30 psi occlusion test at 20psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed. The cause was determined to be a calibration issue. The device was recalibrated which resolved the issue. CAPA-zm2023-23 has been initiated to investigate the occlusion failure. Reference to complaint # (B)(4).

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. The pump was returned and investigated. The infusion pump failed had a pressure test error detected during post and it was also found this pump failed the 30 psi occlusion test at 20psi. A review of the device's serial number history revealed one similar complaint, (B)(4). The root cause remains undetermined, and CAPA-15 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm) the pump had a pressure test error detected during post and it was also found this pump failed the 30 psi occlusion test at 20psi. No patient involvement was reported.